Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter (rpn: unknown; lot#: unknown) was unable to complete fluid evacuation. Dilation prior to catheter placement was performed, then the device was placed for lower abdomen abscess drainage. Complete fluid evacuation was not achieved; therefore, the catheter was successfully upsized.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: a1: patient identifier. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop biliary drainage catheter (rpn: unknown; lot: unknown) was unable to complete fluid evacuation. Dilation prior to catheter placement was performed; then the device was placed for lower abdomen abscess drainage. Complete fluid evacuation was not achieved; therefore, the catheter was successfully upsized. No other adverse effects were reported for this incident. Reviews of documentation including instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming products related to the reported failure mode. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook medical conducted an extensive sales search covering the three years prior to the incident date. Cook medical was unable to definitively identify the lot number of the complaint device, so the device history record could not be reviewed. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following: warnings: if the catheter has become mispositioned of if drainage ceases, the catheter should be promptly exchanged or removed. Precautions: catheters should be irrigated on a routine basis to ensure function. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of device master record (dmr) and instructions for use (IFU) suggests that the device was manufactured to specification and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, cook medical concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. Based on limited information, it is possible to suggest the catheter was not properly irrigated, thus resulting in the difficulty to drain. However, this cannot be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported in a pmcf study that, the ultrathane mac-loc locking loop biliary drainage catheter failed to complete the fluid evacuation during lower abdomen abscess drainage in a patient of unknown age. The device was placed for biliary drainage using visual guidance. Dilatation prior to the catheter placement was performed among 97% of patients included in the study and the upsizing of the catheter was successfully achieved. After 2 days of initial placement, the complaint device was removed and replaced successfully. No other adverse effects were reported for this incident.

Manufacturer narrative:
B3 ¿ date of event: 8feb2022 to 06dec2023. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1- customer person: dr. (B)(6). G4: PMA/510(k) # - k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.